Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported complaint was confirmed. The batttest utility was run, and the results showed that the console was not detecting when ac power was connected, and therefore the console would not charge the batteries from ac power. The reported battery issue was determined to be caused by insufficient power input from the power supply to the pbm. Return date was not provided.

Event description:
The user facility reported the automated impella controller (aic) had a battery showing 100% when plugged in and not connected with a patient. However, when connected with an unknown aged patient and still plugged in, the aic battery level continually decreased. The aic is a loaner device which will be returned for service and replaced with another loaner. There was no report of patient harm.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.